Manufacturer narrative:
The device remained inside the patient and was not available for evaluation; therefore, the report of total outflow graft occlusion due to device thrombosis could not be confirmed. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It was reported that the patient remained hemodynamically stable off pump support and no further issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 2 months. The lvad currently remains implanted in the patient but is not in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a total outflow graft thrombosis occurred, confirmed via CT scan. Earlier this year the patient was identified for weaning from the device due to myocardial recovery, with an ejection fraction of 60%. The pump was stopped and the patient has been scheduled for frequent echocardiogram examinations to check for any backflow via the outflow graft. The patient is hemodynamically stable and no further issues have been reported. Any future surgical treatment is subject to discussion. No additional information was provided.